Event description:
While onsite to repair another issue, the asp field service engineer (fse) found oil mist noted a small amount of oil mist coming from the oil mist filter. The customer stated that there were no physical symptoms reported. The fse repaired the unit.

Manufacturer narrative:
Capital equipment, assessed at customer site. The fse replaced the oil mist filter and performed system checks. The system met or exceeded manufacturer specifications.